Event description:
It was reported that "we were dispatched to a diff breathing for one of our neighbor stations. Arrived on scene and pt was code blue. Began CPR and placed pt on monitor. Attempted to shock pt (she was in v-tach, no pulse) the monitor would not shock, and repeated attempts were unsuccessful, and kept appearing "stock halted". On the monitor strip at the top of the tape printed "pad shortage analyze halted". Removed pads and placed a set of different pads from another distributor, and monitor/pads worked fine. Pt status is "deceased".

Manufacturer narrative:
Conmed corp. Acquired these devices from kimberly-clarke. However, by format of the lot code we know this product was not manufactured by conmed. This product was manufactured by: avent s.a. Due to the acquisition, conmed has responsibility for filing complaints in the field, however, this product was made by avent s.a. De r.l. De c.u. For kimberly clarke prior to the acquisition. We are attempting to gather additional information regarding this incident. The actual device was discarded. When the quality engineer has completed the investigation, we will file a supplemental report.